Event description:
Powerglide pro midline catheter was discovered with the cannula broken after inserting into a patient. The patient bleed profusely and upon investigation the cannula was discovered broken. The cannula was removed from the patient without harm.